Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a vibrating sensation and had a long history of low flow alarms. Flows were jumping from 2-3 liters per minute (lpm). Log files were submitted for review and captured multiple harmonic compensation faults on 02apr2024. The rotor appeared to be experiencing instability. It was suggested to power cycle the left ventricular assist device (lvad) by disconnecting the driveline and reconnecting it if the patient could tolerate. The patient's lactate dehydrogenase (ldh) was 600 units/liter. The patient was undergoing a transplant evaluation. Additional log files were submitted for review on 02apr2024. It was reported that the pump was stopped for 3 seconds with no change then 15 seconds with no change detected. The event log for appeared to contain limited data following a system controller exchange to a backup controller. Following the initial driveline connection/disconnection/reconnection the log recorded a single line of normal pump operation with flow above the setting of 2.0 lpm. The harmonic lvad fault was not seen during this single line of event data. Another follow up on 02apr2024 submitted log files for review and contained additional data lines as a result of the alternating power cable disconnects. The additional data indicated the pump appeared to be operating as intended with no further harmonic compensation faults. Continued monitoring was recommended. Log files were again submitted for review on 04apr2024, capturing from02apr2024 at 17:52:38 to 03apr2024 till 21:17:58. No harmonic compensation faults were noted. The pump appeared to be operating as intended. Log files were submitted for review on 05apr2024 and there were no unusual events recorded, the mechanical circulatory support (mcs) equipment was operating as intended. On 06apr2023 there was an increase motor noise reported on the heartmate 3 after the harmonic compensation faults. Additional log files were submitted for review and captured routine events, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The patient was later transplanted overnight on (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms, elevated power, and harmonic compensation faults which appeared to be consistent with a material, such as thrombus, potentially coming into contact with the rotor and passing through the pump; however, thrombus was unable to be confirmed as no images were submitted by the account for review and the device was not returned for evaluation. The submitted controller and left ventricular assist device (lvad) event log files collectively contained events from 02apr2024 through 06apr2024. The submitted controller and lvad periodic files contained relevant data from 22mar2024 through 06apr2024. Intermittent low flow hazard alarms were captured on 22mar2024 until the morning of 02apr2024. Intermittent harmonic compensation lvad fault flags were then captured with increased power resulting in elevated calculated flow estimates. The account performed a system controller exchange, and the pump remained stopped for approximately 3 seconds. Approximately 4 minutes later, the pump was intentionally stopped again due to the driveline being disconnected. The driveline was connected approximately 14 seconds later, and the pump resumed operation. No further harmonic compensation faults were noted following the pump stop events. These findings are potentially indicative of a material, such as thrombus, temporarily contacting the rotor and causing instability before ultimately passing through the pump as it reset. No other notable pump events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. This section also addresses all pump parameters, including pump flow and power. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). This section also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.